Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not drain from the foley catheter during testing.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received a 2 way foley catheter with cut portion of inlet tubing and a straight tipped syringe. Verified material number 2758j14, manufacturing lot number ngkq3018 and batch number mykt1316. Visual inspection noted no obvious observations. Catheter tested for "difficult to deflate". During testing, the catheter balloon was inflated with 10 ml of solution using the returned syringe and the catheter rested with no leaks noted. Deflated balloon passively and successfully in 40 seconds with no cuffing noted. This is within specification per inspection procedure (B)(4) which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not drain from the foley catheter during testing.